Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is experiencing missed alarms randomly with connected device(s) and when an alarm is missed, it is not being recorded in arrhythmia recall. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is experiencing missed alarms randomly with connected device(s) and when an alarm is missed, it is not being recorded in arrhythmia recall. No patient harm was reported.